Manufacturer narrative:
7/16/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during an "abdperi" resection procedure. Reportedly, the instrument misfired and was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.